Event description:
A penile prosthesis was implanted, date and surgical details not indicated. The entire device was removed from the pt and a dynaflex device implanted, reason not indicated. Ams has requested add'l info.